Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, periodontal disease, bone resorption, peri-implantitis, infection, increased sensitivity, abscess, mobility.